Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot #: 0106037: device expiration date: 04/30/2025, device manufacture date: 04/15/2020. Lot #: 0189495: device expiration date: 04/30/2025, device manufacture date: 04/28/2020. Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd pen ndl 31ga 5mm needles were difficult to operate. The following information was provided by the initial reporter: the customer reported using rapid insulin and twenty-five (25) needles were not able to be used as the pen got locked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04. H6: investigation summary customer returned (3) open 5mm, 31g pen needles without the tear drop label but with part of the shelf carton from lot # 0119791. Customer states that they couldn¿t use the pen needles. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which would prevent the pen needle from operating properly. Customer returned (3) open 5mm, 31g pen needles without the tear drop label but with part of the shelf carton from lot # 0106037. Customer states that they couldn¿t use the pen needles. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which would prevent the pen needle from operating properly. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported that 25 bd pen ndl 31ga 5mm needles were difficult to operate. The following information was provided by the initial reporter : the customer reported using rapid insulin and twenty-five (25) needles were not able to be used as the pen got locked.